Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged for a replacement pump, advising the caller that the new pump would come with updated software. The customer was informed to use multiple daily injections as backup therapy and was guided on storage mode and return procedures for the faulty pump. The caller understood the instructions and acknowledged the return within 10 days to avoid charges, as well as the need to program the settings and connect their cgm on the new device.